Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, post-implant, loss of capture was noted in the right ventricle (rv). The pacing output was programmed to 5.0 volts. Technical services reviewed electrograms (egms) and confirmed there appeared to be temporary loss of capture with rv pacing only. It was noted greater than 2 seconds of asystole occurred at implant, but was not ambulatory. There appeared to be non-capture for 2 biventricular paced complexes as well. Technical services discussed that the only commonality was that there was no atrial event before each of those complexes. Right/left ventricular pace occurs without capture, and then some intrinsic comes through. It was noted the behavior went away during the call with technical services, so the physician planned to monitor the patient and check the patient again the following morning. Additional information was received that the device was checked the following morning, and intermittent rv loss of capture was still noted. It was determined the loss of capture was due to rv lead dislodgement. As a result, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.